Manufacturer narrative:
Additional information was received on 10-dec-2023. The physician commented that when cardiac tamponade occurred was unknown. The physician also commented that no discomfort was noted during ablation. The patient outcome is fully recovered and the patient was discharged from the hospital on (B)(6) 2023. The hospitalization was extended for 3 days due to follow-up observation. Correct settings utilized on devices. The patient age and weight was provided. Therefore, processed a2. Patient age at the time of event, a2. Age unit, a4. Weight of the patient and a4. Weight unit fields. In addition, the physician information was provided. Therefore, processed e1. Initial reporter title, e1. Initial reporter first name, e1. Initial reporter last name and e3. Initial reporter occupation fields. Also provided additional concomitant products. Therefore, processed d10. Concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter experienced cardiac tamponade treated with a pericardiocentesis and transferred to ccu (critical care unit). Transseptal puncture was performed by rf needle. Ablation was performed before pericardial effusion or tamponade was identified. No steam pop was observed. Irrigation catheter¿s flow rate setting was default setting. After the procedure was completed, the pericardial effusion was confirmed by echocardiography. The problem was completed by drainage. The patient was transferred to the critical care unit after drainage was performed and completed. Patient has improved. The physician's opinions on the relationship between the event and the product was there was no blood pressure drop during ablation, it is unclear where the cause was. No abnormalities observed prior to or during use of the product. No error messages on the equipment.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31122726l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).